Manufacturer narrative:
A hillrom technician went onsite (B)(6) (the same day the bed began to alarm) and was able to trouble shoot the issue. The bed was then functioning properly again. Between that evening of (B)(6), the bed started to alarm again. The site attempted trouble shooting on their own. However, the bed was still alarming and was not inflating after all attempts from the customer. The customer noted that the bed had been alarming and they had left the patient on the same bed until hillrom came on (B)(6) to swap out the non-working bed for a new working bed. Per the IFU: warning¿if the unit displays unintelligible information, stop using the device immediately and call for service. The customer stated that the patient's pressure injuries worsened, but did not have documented staging of the pressure injuries. The customer stated the skin was peeling across both right and left buttocks area with some necrosis in multiple areas. Based on the images provided, hillrom is conservatively reporting these pressure injuries as serious in nature. The compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Per the compella service manual when the bed is alarming a high pressure alarm examine the mattress connections, examine for leaks in the failed bladder(s), and remove from service. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The user did not remove the bed from service immediately when the high pressure alarm began as recommended in the user manual, therefore this a not a reportable device malfunction as the device worked as intended. Based on this information that the incident will be reported as a serious injury due to use error, no further action is required.

Event description:
Hillrom received a report from the account stating the bed had been alarming a pressure alarm, causing the inflation of the bed to stop working specifically around the buttocks area. The customer alleged this contributed to the development of the patient's pressure ulcers. The bed was located in the patient room at the account. This report was filed in our complaint handling system as complaint #(B)(4).